Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the customer had passed away. The blood glucose reading at the time of death was not known. She stated that the cause of death was cancer and that the customer had not been wearing the insulin pump for two to three weeks prior to the event. The customer had suffered multiple myeloma. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no battery in the pump. The insulin pump passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No cosmetic damage noted on the device.